Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. Intuitive surgical inc. (Isi) requested the customer return the vse instrument used during this event; however, the product has not been received. A follow-up MDR will be submitted if additional information is obtained. An isi failure analysis engineer (fae) reviewed the vessel sealer logs for this event. Per the fae, the e-100 logs show no errors besides three instances of high initial starting impedance, which is a common error which means that the jaws just had too much fluid in between them when energy was attempted to be activated. The user was able to perform sealing functions after these errors with no other issues. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted sigmoid colectomy procedure, bleeding was observed from a vessel that was sealed with the vse instrument. The surgeon performed unexpected surgical intervention (i.e. Application of clips) due to this event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, bleeding was noticed from a location that was sealed with the vessel sealer extend (vse) instrument. The surgeon said this event occurred after sealing an unspecified artery. The sealing process seemed normal; the tones indicated the seal was completed. The surgeon said he performed ¿two burns¿ per his standard process with the vse instrument. The surgeon said approximately two minutes later the vessel burst and began to bleed from the seal location as if the vessel was ¿cold cut.¿ the patient lost about 100cc of blood due to this event and the surgeon placed two clips with a large clip applier instrument to resolve. The procedure was completed robotically as planned. The surgeon said the patient did not experience any post-operative complications and the bleeding event was the only complication of the procedure.